Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The customer did not provide a access sars-cov-2 igg assay lot number; therefore, the date of manufacture and the UDI could not be determined. The customer did not provide a access sars-cov-2 igg assay lot number; therefore, the date of expiration could not be determined. The access sars-cov-2 igg assay was not returned for evaluation. There were no reports of system issues at the time of the event. No hardware errors or flags were reported in conjunction with the event. It was confirmed that the dxc system sent the correct information to the customer's lis system. For results = 0.80, the interpretation code of ¿4¿ (non-reactive) was sent as per specifications. For samples = 1.00 s/co, the correct interpretation code of ¿5¿ (reactive) was sent. [Note: there was no sample with results > 0.80 to < 1.00 s/co]. Investigation determined there is no "switch" to stop the interpretation flag or force a setting due to a lis limitation. Beckman coulter does not design, manufacture or distribute lis systems. There is no malfunction or nonconformance identified with the beckman coulter instrument or assay. The lis is a third party partner product interfacing with beckman coulter systems; the lis company has opened a case to investigate this issue. In conclusion, there was no malfunction identified with the beckman coulter access sars-cov-2 igg assay. It was confirmed that the dxc system sent the correct information to the customer's lis system. The lis is a third party partner product interfacing with beckman coulter systems; the lis company has opened a case to investigate this issue.

Event description:
On (B)(6) 2020 the customer reported an erroneous positive covid igg (access sars-cov-2 igg, part number c58961) result was posted on a laboratory information system (lis) printout. The customer stated all results report out as "4" by the lis, which is considered "reactive." There were a total of six results provided by the customer. See following section for details. There was no report of change to patient treatment or management in connection with this event. No hardware issues or issues with other assays were reported in connection with this event. The customer's quality control was passing within specifications at the time of the event. The customer is using a beckman coulter dxc 600i system connected to the customer's lis. The lis is using coding in the result field: 3 indicates "equivocal" (that is, results >0.80 to <1.00 s/co) 4 indicates "non-reactive" (that is, results </= to 0.80 s/co) 5 indicates "reactive" (that is, results </= 1.00 s/co) the lis cannot display both the status (reactive versus non-reactive) and the result. There were no sample integrity issues noted by the customer. Sample handling information such as sample collection, centrifugation, storage and other sample information was not provided by the customer.